Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of erroneous low results for 2 patient samples tested for crej2 creatinine jaffé gen.2 (crej2) on a cobas 6000 c (501) module. Patient 1 initial crej2 result was 37 umol/l. The erroneous result was not reported outside of the laboratory. On (B)(6) 2018 the sample was repeated and the result was 103 umol/l. On (B)(6) 2018 patient 2 (male, (B)(6)) initial crej2 result was 41 umol/l. The erroneous result was reported outside of the laboratory. The patient was not treated based on this result as it was questioned. On (B)(6) 2018 the sample was repeated and the result was 102 umol/l. No adverse event occurred. The crej2 reagent lot number was 27402001 with an expiration date of 30-apr-2019. The customer stated qc results were erratic on (B)(6) 2018. On (B)(6) 2018 the field service engineer (fse) visited the customer site and found holes in the rinse mechanism tubing. The tubing was repaired and the instrument was running within specification. An fse re-visited the customer on 18-feb-2018 and confirmed the c501 module was still operating within specification. On 24-feb-2018 an fse visited the customer site a third time to check the instrument. The fse re-inspected the rinse mechanism tubing and re-checked other various parts of the instrument. Instrument check results were within specification. Holes in the rinse tubing can cause a dilution of single reactions. Crea2 is a strong colored reaction and is more sensitive than other applications. The investigation determined that the issue found by the fse was the root cause of the event.